Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6/7f mynx control vascular closure device (vcd) looked frayed could not get it into the "port". A new unknown mynx was used and the procedure completed. There was no reported patient injury. The procedure used an ante-grade approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was inspected prior to use. The device was prepped and used according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the tip of a 6f/7f mynx control vascular closure device (vcd) looked frayed and could not get it into the "port". A new unknown mynx was used and the procedure was completed. There was no reported patient injury. The procedure used an antegrade approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The device was inspected prior to use. The device was prepped and used according to the instructions for use (IFU). The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd, 6/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that buttons 1 and 2 were not depressed. The stopcock was set in the open position. The sealant remained in its manufactured position, fully covered by the sealant sleeves. The catheter sheath introducer (csi) and syringe used in the procedure were not returned. No other outstanding details were noticed. Per functional analysis, an insertion/withdrawal simulation and a deployment functional test was performed with a cordis lab sample corresponding csi. During this analysis, it was conclude that no friction or resistance was present on the device as received to complete the insertion and withdrawal into the corresponding csi. Per microscopic analysis, the sealant sleeves and atraumatic tip were inspected under the vision system to obtain a magnified image. During this analysis, no damages or anomalies were observed that could be related to the reported event description. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not confirmed through analysis of the returned device since there were no damages/anomalies observed. The exact cause of the issue experienced by the customer could not be conclusively determined during the analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages or anomalies noted. However, procedural/handling factors likely resulted in the difficulties experienced when attempting to insert the device into the procedural sheath since the device passed the insertion/withdrawal test. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿. Additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.